Event description:
Uncontrollably high ldh w/ concern for hemolysis and thrombosis in vad. Integrilin drip, tpa, and heparin therapy for severe chf symptoms/vad pocket bacterial infection. CT: "plaquing or thrombus w/I outflow tract"